Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. Attempts were made to gather thorough event information during complaint processing; the physician commented that although the catheter went down fine and allowed delivery of a distal wire, entrapment happened on retrieval, likely on calcium shard. That spot was not too tight. It was assumed that this happened because of the rubbery nature of the tip. Device investigation could not be conducted as the catheter was not returned. Lot history review revealed no anomaly relating to the reported event. Two similar incidents had been reported for this lot number; however, both were lesion-related defects and there were no manufacturing records inferred quality anomaly. Based on the above, it was presumed that pulling force exceeding the product's design limit might be inadvertently applied to the catheter while the tip was trapped by the calcified lesion causing damage to the tip. The tip was assumed to be separated by pulling force applied during removal. However, details could not be ascertained based on the information provided. Although device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of product deficiency. Instructions for use states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, [malfunctions and adverse effects] separation.

Event description:
It was reported that catheter tip fragmented in the rca. Extensive attempts were made to deliver snare distally over the wire to retrieve the fragment. A further wire (manufacturer unknown) could not be passed distally. Eventually due to all the manipulations, vessel dissection and complete loss of distal flow occurred. Even though the patient had severe aortic valve stenosis (as) he tolerated it well and returned for transcatheter aortic valve replacement (tavr) a few weeks later. At that later visit, the catheter tip fragment was still visible in the mid rca.

Manufacturer narrative:
The subject catheter was returned to the manufacturer on october 24, and device investigation was conducted. The returned catheter had its tip missing. The tip surface was scratched most likely by calcium. Measuring the length of the remaining tip, it was concluded that the separated tip was approximately 2.5mm long. Lot history review revealed no anomaly relating to the reported event. Two similar incidents had been reported for this lot number; however, both were lesion-related defects and there were no manufacturing records inferred quality anomaly. Based on the provided information and investigation outcome, it was presumed that pulling force exceeding the product's design limit might be inadvertently applied to the catheter while the tip was being trapped by the calcified lesion, causing damage to the tip and eventually separating. Instructions for use states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, [malfunctions and adverse effects] separation.